Event description:
The hospital reported that during a coronary artery bypass procedure, using hst iii seal (4.5mm). Loading the seal into the delivery system was performed but failed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned inside the loading device with the white plunger not depressed and the blue slide lock not engaged. The seal was observed in the loading device window, but not in its usual position. The delivery device was removed from the loading device and the seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device. The seal and tension spring assembly was observed to be intact, no visual defects were observed. . Measurements of the delivery tube were taken. The inner diameter was measured at 0.196 in., the outer diameter was measured at 0.220 in. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, using hst iii seal (4.5mm). Loading the seal into the delivery system was performed but failed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.